Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they jumped into the swimming pool with the insulin pump attached to them. The device was vibrating without an alarm or alert, there was a constant tone occurring, and the screen was flickering. The customer's blood glucose was 426 mg/dl, which was treated with manual injection. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.